Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage at the tail of the butterfly wing needle due to a crack. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: fpa h.6. Investigation summary: material #: 367392 lot/batch #: 3123394 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode.